Event description:
On (B)(6) 2025, the beta bionics ilet user reported issues while changing out supplies on (B)(6) 2025, noting leakage during the site change and in the cartridge chamber. The patient initially installed the cartridge incorrectly but was able to resolve the issue by changing out the adaptor and infusion set, reusing the cartridge. Due to the failed initial attempt, the patient disconnected and administered insulin via multiple daily injections (mdi), citing insulin resistance. The patient was able to stabilize blood glucose (bg) levels following this. The ilet did alert for high bg (400 mg/dl), and bg levels were out of range for approximately two hours. No medical intervention or outside assistance was required. The patient did not report any symptoms during the event.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.